Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 1999. Subsequently, patient underwent a revision on (B)(6) 2011 due to dislocation. It was further reported patient underwent a revision procedure on (B)(6) 2013 due to poly wear, impingement and fracture of the constraining mechanism. Patient underwent a revision procedure on (B)(6) 2013 due to dislocation.